Event description:
Pt initially underwent a right open wedge tibial osteotomy and right orif tibia/fibula repair. Subject plate is believed to have been implanted at this time. Pt subsequently developed infection and non-healing of right lower extremity. Pt underwent revision orif of right tibia with excision of dead bone, split thickness skin graft, removal of plate from lateral side and implantation of a plate on the medial side.

Manufacturer narrative:
MFR site and MFR date cannot be determined without a lot number. Investigation could not be concluded. No conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed without the lot number.